Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and had to be rebooted to clear the error. There is no report of death or serious injury associated with this complaint.